Event description:
Customer reported the nurse call receptacle on the alarm does not have a secure fit with the nurse call cable. Customer did not provide the date of event. No pt incident or injury was reported.

Manufacturer narrative:
Eval - results: eval of the returned product did not confirm the reported issue; the nurse call cable has a tight inside receptacle. However, if the nurse call cable is moved while plugged into the receptacle, the nurse call light toggles on and off at the nurse's station. The nurse call receptacle's housing is loose. The unit has been exposed to moisture. There is battery leakage/corrosion on the battery contacts. Damages to the alarm may contribute to the issue found. This unit has been in service for over four years. Note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. No corrective or preventative actions are necessary at this time. (B)(4).